Event description:
A medtronic representative reported a site articulating arm that does not lock properly, movement still possible after locking. This concern was identified during a clinical evaluation with the stealth. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. No parts or files have been received by the manufacturer for evaluation

Manufacturer narrative:
The vertek arm locks and releases without issue. No problem found. Unable to duplicate reported issue. Suspect part fully functional during testing.